Event description:
Medtronic (covidien) received information through literature review of the article: renieri l, et al. Double arterial catheterization technique for embolization of brain arteriovenous malformations with onyx. Neurosurgery, 14-sep-2012;72:92¿98. This article compares two treatment approaches for arteriovenous malformation (avm) procedures. One type was a double arterial catheterization technique (dact) and the other was single arterial catheterization technique (sact). 61 patients were treated with onyx 18 that was delivered through either an apollo detachable tip (1.5 or 3 mm) or a marathon catheter. A total of 108 procedures occurred. 30 procedures were dact and 80 were sact (2 patients refused further treatments). It was reported that one patient died from a complication that occurred during the endovascular treatment the complication was a subdural hematoma that was caused entrapment of the microcatheter.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/23096412. This report was created to capture the death related to the onyx. The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The lot history record review was not possible since the lot number was not reported. Information received from the same article as mfrs: 2029214-2015-00466, 2029214-2015-00468. Reference (B)(4).